Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days post-operative on a laparoscopic colorectal procedure, a bleeding occurred. A deglobalization / cold lavment was performed until the bleedings stops. In addition a follow-up laceration was made. Due to the device problem the patient had to extend hospitalization.